Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unit received with moisture damage on electronics assembly and motor. Unable to verify pump error 25 due to blank display. Unable to perform displacement, rewind, seating and basic occlusion due to blank display. Unit received with scratched case, cracked case at battery tube threads and fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump twice alarmed power error during normal use. The customer's blood glucose reading was 403 mg/dl at the time of incident. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.